Event description:
Caller reported an alarm 26 due to an occlusion event that occurred earlier in the day. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact as it was within normal range. The customer resolved the issue by changing the cartridge and resuming insulin,